Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced during a normal device replacement procedure due to chronic high, out of range high voltage lead impedance. No further information is available.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. A fracture of the rv conductors was noted at 3.1cm from the connector pin, adjacent to the strain relief coil. This is consistent with the observation from the field of high hv lead impedance.

Event description:
Additional information received indicated that the patient was stable post procedure.